Event description:
It was reported to boston scientific corporation that the patient was implanted with the obtryx device on (B)(6) 2010. In (B)(6) of 2011, the patient was seen by the implanting physician, and complained of continued leaking. The physician diagnosed that she had a little bit of a urethrocele, and referred the patient to another physician, who implanted an ams inte xen device. According to this second physician, the patient's urethrocele did not seem to be related to the obtryx.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on an unknown date. The implantation dates provided are (B)(6), 2010 and (B)(6), 2011, but it was not specified on which date the device was implanted.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown.

Manufacturer narrative:
(B)(6).